Event description:
It was reported that on (B)(6) 2013 everything was going fine. Then all of a sudden the patient was not feeling well. He spiked a 105 degree temperature and had ¿multi organ failure¿. It started in his lungs and went immediately to his heart; his heart stopped. The patient died the next day. The patient¿s family member thinks the pump failed because it was needing to be replaced. The hospital told her that the patient died from pneumonia. The pump was delivering baclofen and had given the patient "a lot of help"/ ¿a lot of years with his life that were a lot better because of it¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l72775, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Event description:
Additional information has been requested regarding the event, but to date no new information has been received.